Manufacturer narrative:
The insulin pump was received with currents within specifications. The insulin pump had no blank display and lcd board was ok. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported the customer received a blank display. It was found the blank display occurred after they replaced their battery. Customer's blood glucose was 133 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.